Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer. On (B)(6) 2015 it was reported that the reporter's friend "had a dye injection and after that she went into convulsions and coma". The reporter was not willing to give any further details; therefore, further follow-up was not possible due to lack of additional contact information.